Event description:
A malfunction alarm occurred, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after successful resetting, the issue did not recur. The customer was instructed to continue using the pump and to report if the malfunction code appeared again, acknowledging and understanding the guidance provided.